Manufacturer narrative:
A bec field service engineer (fse) was dispatched on (B)(4) 2011 for this event and found the leak was caused by a broken probe wipe and aging dual diluent filters. The fse replaced the probe wipe and filter, which resolved the issue. Qc was run and is within manufacturer's ranges. The root cause for the leak was due to the broken probe wipe and aging/clogged diluent filters. Per labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).

Event description:
A customer contacted beckman coulter inc. (Bec) in regards to reporting a drop or two of fluid coming from the probe onto the counter after the coulter ac t diff analyzer completed a cycle. The customer was wearing a lab coat, gloves, and protective eye ware at the time the drip was observed. The customer did not come in contact with any of the fluid. There was no exposure to open wounds or mucous membranes. The drip did not affect patient results. There was no death, injury or changes to patient treatment attributed to or connected to this event.